Manufacturer narrative:
Other relevant device(s) are: product ID: ev olutpro-29-us, serial/lot #: (B)(4), ubd: 14-feb-2021, UDI#: (B)(4). Product analysis: the valve remains implanted, and the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after the valve was deployed in the correct position and the delivery catheter system (dcs) was being withdrawn, the nosecone caught on the inflow portion of the valve and dislodged it out of annulus. The valve dislodged up into the aortic arch and lodged. Subsequently, a second transcatheter bioprosthetic valve was implanted. No additional adverse patient effects were reported.